Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the handle tested low when put under pressure, and the drawbar and viton ball were replaced in the swivel adapter are worn. Additionally, the swivel adapter is sticking and not locking properly. Since patient slippage was involved, the clamp was sent to quality engineering (qe) for further investigation, and qe confirms the initial findings of the service & repair report. To resolve the identified issues, the roll pin, viton ball and drawbar will be replaced. Root cause - the complaint is confirmed per the results of the failure analysis. Probable root cause is rough or improper handling and routine wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00122: a facility reported that the mayfield composite series base unit (a3101) was slipping during use and thinks the swivel lock is not locking. No information on patient injury or surgical delay has been provided. Additional information has been requested.